Manufacturer narrative:
Additional product component: model number/catalog number 72400098 and 72400024, serial number: null and null, batch/lot number 936014008 and 921426017, model/catalog description control pump fgs and balloon fgs 61-70cm.

Event description:
It was reported that there was a malfunction of a artificial urinary sphincter (aus) was removed and once the doctor explanted the system he noticed a leakage on the cuff. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a malfunction of a artificial urinary sphincter (aus) was removed and once the doctor explanted the system he noticed a leakage on the cuff. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Cuff analysis: malfunction was reported. The ams800 device was visually inspected and functionally tested. There was a leak in the cuff pillow that was the result of a sharp instrument which probably occurred during removal. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Per the cis product investigation work instruction (windchill document # 92186855) "no escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process." Pump analysis: malfunction was reported. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Balloon analysis: the complaint component was not returned by the customer for product analysis; therefore, no product analysis could be performed. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. Additional product component: model number/catalog number 72400098 and 72400024. Serial number: null and null. Batch/lot number 936014008 and 921426017. Model/catalog description control pump fgs and balloon fgs 61-70cm.